Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient's pump was refilled without issue on (B)(6) 2024 and there was no mention of this alarm issue. The hcp was aware that she had magnetic resonance imaging on (B)(6) 2024 the patient was without symptoms or alarm issue.

Event description:
Additional information received from the manufacturer representative (rep) indicated that, when the rep first interrogated the pump after magnetic resonance imaging (MRI), the tablet did not indicate a motor stall recovery. The rep sat with the patient in the lobby and waited a minimum of 30 minutes. The rep reinterrogated the pump and it did not display a pump recovery in the logs. The rep continued to interrogate the pump over the next 45 minutes and logs did not display a pump recovery. During this entire time, the pump did not alarm at all. The rep then called technical services and their suggestion was to put a "." In the notes and reinterrogate the pump, which the rep did. Logs did not display a pump recovery. The pump alarm did go off once and only once. Per the rep, if there was an issue, the pump should have continued to alarm every 10 minutes, which it did not. While the rep was with the patient, motor stall recovery was never recorded and the alarm did not go off any more. The patient was instructed to contact their physician if they started to hear their pump alarm or if they began to feel unwell.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal dilaudid (11.5 mg/ml at 2.4 mg/day) via an implanted pump for non-malignant pain. It was reported that the patient left magnetic resonance imaging (MRI) an hour ago and they did not hear the pump alarm even though it had been showing motor stall. The agent reviewed to continue to check the pump for recovery. It was reported that an alarm was eventually heard while on the call. No patient symptoms/complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.